Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture, over-sensing and a possible lead fracture was suspected. It was also reported that the right atrial (ra) lead exhibited high thresholds and under-sensing. Both leads were capped and replaced. No patient complications have been reported as a result of this event.